Manufacturer narrative:
The insulin pump passed rewind, prime/seating test, basic occlusion test, force sensor test and motor test. No motor error alarm noted during testing. Drive/motor was inspected and no drive/motor anomaly was noted. Unit was received with broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads and cracked case at corner of the belt clip rails. Unable to perform displacement test or occlusion test due to broken reservoir tube lip and missing reservoir tube retainer and o-ring.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had alarmed motor error. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. Customer states motor error happened during priming. The insulin pump will be returning for analysis.